Event description:
It was reported that low output current and high impedance were observed on the patient's vns during diagnostics. The patient was referred for a consult with the surgeon. The low output current was expected due to the high impedance value. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.